Event description:
It was reported that during the first 15 minutes of use the triggering was unstable and the pump lost augmentation. Also, the balloon interface block was not reading 40cc correctly. The pt was transferred to another pump without any complications.